Event description:
It was reported that package contamination occurred. The target lesion was located in the coronary artery. An opticross ic catheter was about to use for percutaneous intervention of coronary artery stenosis. During unpacking. It was noted that the package was contaminated. There were no patient complications reported. Patient is stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The unit returned had the telescope kinked. A visual inspection revealed that there were several kinks observed along the sheath assembly. No packaging accessories were received.

Event description:
It was reported that package contamination occurred. The target lesion was located in the coronary artery. An opticross ic catheter was about to use for percutaneous intervention of coronary artery stenosis. During unpacking. It was noted that the package was contaminated. There were no patient complications reported. Patient is stable post procedure.